Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has become inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A case of ipg inoperable was reported to abbott. The patient's ipg was successfully replaced on (B)(6) 2023. The dead battery was discarded at the facility and will not be returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.